Manufacturer narrative:
Investigation revealed that there was no system malfunction. Upon examining the logs, it was discovered that the implants were most likely misplaced due to a dynamic reference base (drb) shift during navigation. Without a paired surveillance marker, the system is unable to detect or alert the user of any excessive movement of the drb during navigation. Movement of the drb during navigation can lead to a loss of navigational integrity and misplaced implants. All implants were misplaced in the same direction, which can be indicative of a drb shift. It was reported by a globus medical representative that the implants were replaced using traditional methods and no adverse effect to the patient occurred. The observed overall risk level is low which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.